Event description:
ECG curve is present but there is no numerical indication of hr frequency. Alarm sounds immediately. Customer consequently deactivated all alarms and missed noticing a pt's asystolic blood pressure.